Manufacturer narrative:
Since no device was returned and the part and lot number are unknown at this time, an inspection of the device and a review of the DHR could not be done at this time. If further information is made available, this record will be updated with this additional information.

Event description:
It is alleged by the patient that on (B)(6) 2015 she had implanted a tritium sternal fixation system following an open heart surgery. According to the complaint, during the surgery, a sternal plate screw dropped into the wound site and was not recovered. On (B)(6) 2015 the sternal plate hardware was removed due to sternal dehiscence and deep sternal wound infection. In the complaint notes the patient claims that the loose screw was not noticed at this time and was left in. Over the next several months the patient went through additional surgeries due to infection within the sternum. On (B)(6) 2016 the loose was removed from the patient. The patient is claiming that this screw was the cause of the issues she has experienced.